Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur, and the customer was instructed they could continue using the pump.